Manufacturer narrative:
Examination was not possible, as the device will not be returned.

Event description:
It was reported the healicoil device broke during the procedure. A back up device was utilized to complete the procedure. No patient injury or complications were reported.